Manufacturer narrative:
This is an initial report. An investigation is in process and when complete, a final report will be sent.

Event description:
A customer technical advocate (cta) was contacted with regard to an incorrect low hemoglobin result generated using a cell-dyn 3200 sl analyzer with no sampling errors or flags. A hgb=7.2 g/dl and hct=21.6% were reported to a physician and the pt was admitted for a blood transfusion, but the physician ordered a cbc redraw before transfusing. A hgb=10.2 g/dl and hct=30.8% were obtained. The original sample was repeated yielding a hgb=11.5 g/dl and hct=33.7%. The pt was not transfused due to confirmatory testing. No further impact to pt mangaement was reported.